Manufacturer narrative:
(B)(4).

Event description:
The rv lead caused a small cardiac perforation. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
All tip stiffness test values were within specification. X-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of explant. The helix was clogged with blood/tissue. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.